Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps2 power supply was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that both monitors on the 9900 system were blank prior to a case. No pt injury was reported.